Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using pod packing coils (podjs). During the procedure, while advancing a podj through a non-penumbra microcatheter the physician noticed that the podj had unintentionally detached inside of the microcatheter; therefore, the physician removed the microcatheter containing the podj. The procedure was completed using a new podj with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 5.0 cm and 98.0 cm from the proximal end and bent at approximately 9.0 cm and 77.0 cm from the proximal end. The pull wire and proximal constraint sphere was within the distal detachment tip (ddt). The embolization coil was detached, and pe fibers were visible on the proximal end of the coil. The embolization coil had offset coil winds along its length. Conclusions: evaluation of the returned podj confirmed a detached embolization coil and broken pe fibers. This type of damage typically occurs if the device is forcefully retracted against resistance. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance was unable to determined. Further evaluation revealed that the pusher assembly had kinks and bends, and the embolization coil had offset coil winds. These damages were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.